Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements compared to the measurements at implant. The lead was implanted approximately three months earlier. The high threshold measurements were noted to vary from 4.0 volts at 0.8 milliseconds up to and exceeding 5.0 volts at 0.4 milliseconds. As a result, the rv lead output was reprogrammed to 7.5 volts at 1.0 milliseconds. The rv impedance and sensing were noted to exhibit variation as well, with sensing indicated to be less than 2.5 millivolts. The healthcare provider (hcp) stated that the physician spoke with the patient about a possible rv lead revision. The rv lead was subsequently explanted and replaced with a lead of the same model number. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this lead will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this lead will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies beyond what is expected from normal use. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements compared to the measurements at implant. The lead was implanted approximately three months earlier. The high threshold measurements were noted to vary from 4.0 volts at 0.8 milliseconds up to and exceeding 5.0 volts at 0.4 milliseconds. As a result, the rv lead output was reprogrammed to 7.5 volts at 1.0 milliseconds. The rv impedance and sensing were noted to exhibit variation as well, with sensing indicated to be less than 2.5 millivolts. The healthcare provider (hcp) stated that the physician spoke with the patient about a possible rv lead revision. The rv lead was subsequently explanted and replaced with a lead of the same model number. There were no additional adverse patient effects.